Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bariatric gastric bypass procedure, the nurse loaded the reload onto the stapler without any issues, and the device indicated three green lanes and cycled properly. When the surgeon closed the jaws of the stapler on tissue and attempted to fire, the device made a normal firing sound for one second before stopping, and a yellow triangle with an exclamation mark appeared on the far right side of the stapler screen. The only available action was to open the jaws, and no staples or cutting occurred to the tissue. The reload was replaced with a new reload of the same type. No patient complications have been reported as a result of this event.